Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the first shutdown was due to a known software anomaly: the controller failed to connect due to a memory allocation issue, and can usually be solved by shutting down the system. The second problem was due to an apparently random electrical issue that activated the emergency stop button. The system had to be shut down in order to deactivate the emergency stop button. Unique identifier (UDI) #: (B)(4).

Event description:
During a case, the surgeon and his or staff notified the clinical representatives (cr) that when the robot was turned on, the emergency stop button was lit up red. The surgeon was instructed to power down the system and restart the robot. Upon restart, the red lit on the emergency stop had turned off and they were able to connect to the robot arm. There was some delay to the surgery, 5-10 minutes while the robot was restarted and to contact the cr. The patient was likely not given additional anesthesia for this event. There is no additional information available on this event as neither cr was present during this incident.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the first shutdown was due to a known software anomaly: the controller failed to connect due to a memory allocation issue, and can usually be solved by shutting down the system. The second problem was due to the fact that the controller did not initiate when the device was started. This issue is known and according to the supplier of the robot arm, is due to the version of the source code in the controller. The user shut down and restarted the device, which solved the problem.

Event description:
During a case, the surgeon and his or staff notified the clinical representatives (cr) that when the robot was turned on, the emergency stop button was lit up red. The surgeon was instructed to power down the system and restart the robot. Upon restart, the red lit on the emergency stop had turned off and they were able to connect to the robot arm. There was some delay to the surgery, 5-10 minutes while the robot was restarted and to contact the cr. The patient was likely not given additional anesthesia for this event. There is no additional information available on this event as neither cr was present during this incident.